Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-20. H6: investigation summary: several syringes have been received to perform investigation. Upon visual inspection, no defect can be observed in the tip of the syringe. It is correctly molded with no burrs or defects that could affect the connectivity of the syringe. In one syringe, some air bubbles have been found in the barrel on the syringe. Non-bd needle provided was evaluated, hub of the used needle is short not meeting specification. Additionally, ten retained samples from the lot were evaluated. The product was visually inspected, leakage, and luer cone fitting verification testing performed, no defects were identified. DHR was reviewed not finding any annotation or deviation regardign the alleged defect. Air bubbles found in one syringe are caused by the entrance of air during molding process. Injection machines are periodically subjected to maintenance and cleaning programs. Based on the available information we are not able to identify a root cause of the connectivity defect for syringe related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Non-bd needle provided by customer suggest the root cause of the defect is related with the dimensions of the hub of the needle. Root cause of the air bubbles defect can be related to molding process, this is a cosmetic defect, and the product functionality is not affected.

Event description:
It was reported that syringe 1ml ls sp120 leaked and the needle was loose. The following information was provided by the initial reporter: "according to the customer's report, the connection between the hub and the needle is loose, resulting in leakage. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls sp120 leaked and the needle was loose. The following information was provided by the initial reporter: according to the customer's report, the connection between the hub and the needle is loose, resulting in leakage.